Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had an "error 4" and "error 5" issue. The patient tests her blood glucose 1-3 a day. She typically tests before breakfast and takes sliding-scale lantus insulin twice a day based on her meter readings. She also takes sliding-scale novolog insulin 3 times a day based on her meter readings. On the day before, the patient stated that she ate graham cracker prior to going to bed. The next morning at 7:30 am, the patient attempted several times to test her blood glucose before eating breakfast but kept encountering "error 4" and "error 5" messages. Although the patient claimed that she was unable to test her blood glucose that morning, she assumed that her blood glucose was probably elevated due to having eaten the crackers the night before. The patient then decided to guess on how much lantus and novolog insulin to take. She took an extra couple of units of each insulin and ate a smaller than usual breakfast. About 4-5 hours later, the patient claimed that she developed symptoms of sweating and sleepiness. The patient's neighbor noticed that she was not feeling well and treated her with a tall glass of orange juice and a piece of chocolate. The patient felt better within 10-20 minutes. The patient denied seeking or receiving medical treatment from a health care provider due to the alleged meter issue. The patient did not have test strips for troubleshooting. The meter was replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that are suggestive of severe hypoglycemia after the alleged meter issue began. The patient also mentioned that her neighbor treated her with good and a drink.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.